Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle detached from the hub and broke off in the patient during medication injection. There was no report of exposure or injury, but there was report of medical intervention noted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unable to determine a root cause. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle detached from the hub and broke off in the patient during medication injection. There was no report of exposure or injury, but there was report of medical intervention noted.